Event description:
The customer reported an issue whereby the calculated hemoglobin and hematocrit (h&h) results from their newly installed coulter ac*t diff 2 analyzer were not matching. The customer provided instrument printouts for 7 patients where the results were generated over two days. This report is for the event which occurred on (B)(6) 2012; please see medwatch #1061932-2012-01259 for the report of the event on (B)(6) 2012. Data received from the customer indicates that all 7 patients' h&h results were not matching and appeared lower. Red blood cell (rbc) and hematocrit (hct) results were lower when compared to each patient's respective historical results. Erroneous results were not reported out of the lab and there was no injury or affect to patient treatment attributed to this event. Correct results were not provided by the customer. Customer technical specialist (cts) sent the customer a replacement calibration kit. The customer completed calibration and verified instrument performance. Per conversation with the customer on (B)(4) 2012, the customer stated that following recent calibration where the red blood cell (rbc) and platelet (plt) calibration factors were adjusted, the h&h results all matched and correlated to patients' respective historical results.

Manufacturer narrative:
Troubleshooting was performed by the customer with the help of customer technical specialist (cts) over the phone. Calibration of the instrument resolved the issue. Eval summary : troubleshooting was done over the phone.